Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after they felt the patient notifier. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in backup vvi (bvvi). The bvvi status report revealed the cause was event queue overflow. The device was reprogrammed. The patient was asymptomatic.